Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion at 14.1 cm to 14.4 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This most likely contributed to the reported complaint of noise from the field.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. The lead was explanted and replaced.